Event description:
An excluder bifurcated trunk ipsilateral device was successfully deployed for the treatment on an aortic aneurysm. During the deployment of the contalateral limb device, several unsucessful attempts were made to advance the guidewire through the contralateral gate. Due to the inability to advance the guidewire through the gate, a conversion to open repair was made. The trunk ipsilateral device was explanted and the aortic aneuysm was successfully repaired.